Manufacturer narrative:
B5: the ovd irrigation and evacuation was performed intra-operative during implantation of the initial lens. Post-op the bcva was 20/20 and good post-op appearance. The lens was not returned. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm tmicl13.2 implantable collamer lens, -11.00/+1.5/104 (sphere/cylinder/axis), within the same surgery due to sizing issue (too large). There was no patient injury. The lens was exchanged for a shorter lens on (B)(6) 2020 and the problem was resolved.